Event description:
Rn was using the draining pleurex drain. When the rn attempted to push bulb drain into the catheter connection, the end broke off in the catheter connection. Pulled broken tip out of the catheter with hemostats and was then able to obtain another bulb and drain catheter without incident.